Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-dec-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for eval? No dev rtn to MFR? No. Mfg date: 11-jul-2019. Labeled for single use? Yes. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion during the leadless implantable pulse generator (ipg) implant procedure. A drain was used. The patient expired during the implant procedure.